Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. In addition in situ measurements show several channels with hi/li status due to undetermined reasons. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found.

Event description:
A few months back the user started hearing noise and disruption of sound with the device, which then improved. On (B)(6) 2020 the user stopped hearing with the device.the user was re-implanted.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, in situ measurements show several channels with hi/li status due to undetermined reasons. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
A few months back the user started hearing noise and disruption of sound with the device, which then improved. On (B)(6) 2020 the user stopped hearing with the device.the user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A few months back the user started hearing noise and disruption of sound with the device, which then improved. On (B)(6) 2020 the user stopped hearing with the device. The user will be re-implanted, but no date is scheduled yet.